Event description:
Breast implant illness. Never knew what was going on with me all these years of autoimmune deficiency, inflammation, sickly, dryness, dry eyes, scalp, hair loss, skin rashes, itching, low energy, body pain, intestinal disturbances, mental disturbances. Depression, sadness, pain. Life is not the same. I need these implants out and no insurance covers this devastating issue of so many others. We need help. A change in policy and coverage. What can be done to change the narrative of women's health and the need for insurances to help cover this massive epidemic of illness in women that need help. I need help. Reference report#: mw5163783.